Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available. It should be noted it was discovered during the call that the customer was using expired strips.

Event description:
Customer reported receiving an error-6 message on his precision xtra meter and complained that his meter would not calibrate. He began to experience "dizzy spells" went to his health care provider. He was diagnosed with hyperglycemia and treated with medications (unspecified).